Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l. The customer did not want to troubleshoot because her blood glucose was high due to insulin pump was not in auto mode. Customer treated with a bolus. The insulin pump will not be returned for analysis.